Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument had broken/loose cable. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was broken during the procedure and the surgeon noticed some fraying. When the issue occurred, the instrument was being used to grasp the needle to suture the tissue. There were no issues related to the opening/closing of grips, yaw motion or the pitch motion. There were protruding cables that control the opening/closing of the jaws. There were no fragments that fell inside the patient. The device is available for return with an RMA number of rma30245704-d. There are no photographic images/videos available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large suturecut needle driver instrument for failure analysis investigation. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that may contribute.

Event description:
Refer to h10/h11 for follow-up information.